Event description:
Patient was undergoing a percutaneous transluminal coronary angioplasty. Upon turning the guide catheter, a kink occurred. Efforts were made to remove the catheter and resulted in a piece breaking off inside the patient. A snare was used to attempt removal of the piece. This was unsuccessful and the patient was taken to surgery for removaldevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.